Event description:
It was reported that there are frequent rashes on the part of the catheter or dressing that comes into contact with the skin. No additional information is available for this complaint.